Event description:
Patient sent a letter back updating the serial number of their current controller and their current weight.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was pt stated they can't charge their controller which started last friday. Pt has tried resetting controller which didn't resolve. During the call they took battery pack out and plugged in ac power cord and said screen did not come on. They said there is a green light on ac power plug. They inserted aa batteries into controller and said the screen did come on. They said controller port looks darkened out, even when shining light inside of it. Call disconnected at the end, but all info had been collected. Called pt back again and they answered and reviewed that a new controller will be sent out. Emailed repair to send replacement controller.  Additional information was received from the patient. Patient called back reporting that they got their replacement controller but that they think it is the wrong controller. Patient stated that they cannot get the back compartment door to close on the controller and the controller will not take a charge. Patient said that the battery pack sticks up too high and that they think they were sent the wrong back compartment. Agent walked the patient through an ac reset of the controller; patient confirmed that the controller powered back on but shortly after went blank. Patient re-inserted the battery pack and noticed that the controller screen powered on but that the controller was not in english. Patient noted that they got the battery empty cannot continue recharge the controller message. Agent had the patient inspect the ac power supply cord; patient verified that there was no damage. Agent had the patient check to see if the ac box light was on, patient verified that it was and that the controller light was flashing but then seconds later stopped. During the call, the patient was able to get the controller back compartment door back on; patient followed up by saying that it doesn't look like it is completely on. Agent sent an email to repair to replace the ac power supply cord. Agent reviewed that the patient is going to have to charge their controller and call back to change the language back to english.

Manufacturer narrative:
Continuation of d10: product ID 97745ac (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a; product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Analysis of the controller found non-conformances. The main board lithium ion battery contacts were broken. The front case was damaged with stripped screw holes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.